Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair, the image of the subject device was disappeared when the subject device was angulated. The subject device had been returned to sorc for repair of the disturbing image when bending. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon which occurred by disconnection/short-circuit of the image sensor cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.